Event description:
Upon second insertion (no cuts were done during first insertion) the turbohawk would not pass thru the 7f sheath. The physician requested a second device to be opened and treated the patient with the second device. Investigation of the returned turbohawk device on (B)(6) 2014 found the tip of a 0.014" guidewire extending from the distal tip of the turbohawk tip assembly. The location of the remaining guidewire is not known.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.